Event description:
Infected mesh prosthesis abdominal abscess.

Manufacturer narrative:
Post-operative infection after hernia repair using mesh is a well known risk and the rate of infection can be influenced by a variety of surgical and pt factors. The rate of infection is increased in pts who are immunosuppressed, smokers, diabetic, and/obese. The device was not returned to atrium for evaluation. A lot history record review was performed and the device met all specifications. The hospital performed two cultures and no growth of organisms were found in either culture. Based on examination of the lot history records and no growth of the cultures, there are no reasons to believe the c-qur mesh implant itself was the root cause of the infection in this case.